Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radio-frequency (rf) programmer head was broken and did not work. The customer refused to return the rf head. There was no patient involvement.